Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effect. A conclusive cause for the reported patient effects of air embolism and cerebrovascular accident and the relationship to the device, if any, cannot be determined. The reported hospitalization was a result of case-specific circumstances, as the patient was hospitalized due to the stroke. The reported patient effects of stroke or transient ischemic attack (cerebrovascular accident) and air embolism, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
This is filed to report stroke and possible air embolism. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing the mr to 2. There was no issue noted during the procedure. On (B)(6) 2017, the patient experienced a stroke and was hospitalized. No further treatment has been planned. The cause of the stroke is unknown; however, the physician suspects that a possible air embolism occurred during the mitraclip procedure. The patient is currently stable. No additional information was provided.